Event description:
It was reported that the foot end slide tube weldment broke. No adverse consequence is reported.

Manufacturer narrative:
It is likely that loads above specification caused the weldment to break.